Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the damage noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The separation of the polyimide olive was not reported and may have occurred due to excessive force applied while attempting to the load the filter against resistance into the delivery catheter pod or possibly due to attempting to pull the filter back out from the dc pod; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the right internal carotid artery. During preparation of the nav6 embolic protection system (eps) the filtration element could not be loaded into the delivery catheter pod. The eps was removed and replaced with another nav6 to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the filtration element was separated at the distal neck area located at the point where proximal edge of gold marker is bonded to distal neck material. The gold marker and distal portion of distal neck were not returned.